Manufacturer narrative:
This report is submitted on september 14, 2021.

Event description:
Per the clinic, the patient experienced retroauricular swelling and an infection at implant site which was treated once with IV antibiotic (date not reported). The patient subsequently underwent a skin revision on (B)(6) 2021; however, the issue could not be resolved. The device was explanted on (B)(6) 2021 under general anesthesia and it is unknown if there are plans to reimplant the patient as of the date of this report.